Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10. (B)(4). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation it was being found that the issue was with pneumatic interface module (pim). Then the fse had further replaced the pim with spare part not in inventory , re-calibrated the transducers and also tested the unit. The unit had passed all the functional and safety test as per factory specifications and it was returned to the customer and cleared for use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Corrected fields: d4 (UDI) updated fields. The failure analysis and testing dept. Received part with a reported unit failure of an autofill failure. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Part fails the pim test with the leak differential pressure out of spec. Probable root cause is expected wear and tear. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. Per sme-based on the information in the complaint, most like root cause is an autofill failure due to a leak in the pim module.